Event description:
Procedure: unk. According to the reporter: the device did not work. The anvil separated from eea post firing and extra time was used to retrieve it. It was reported the surgeon spent about an hour intra-operatively using a rigid and flexible sigmoidoscope to retrieve the anvil. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).